Manufacturer narrative:
The customer's reported complaint of the thermogard console (sn (B)(6)) displayed a mid:14 (bg power supply) error message was confirmed based on the event log review and during functional testing. The possible root cause was a failure of the danfoss module, likely attributed to the device aging. The device's life expectancy is 5 years. The console was manufactured in june 2012 and is almost 13 years old. The event log review indicated multiple mid:14 (bg power supply) error messages, thus confirming the reported complaint. The thermogard console failed the functional testing due to a mid:14 error displayed during the testing, confirming the reported complaint. The danfoss module was replaced to address the reported complaint. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
The customer reported that the thermogard console (sn (B)(6) displayed a mid:14 (bg power supply) message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.